Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported that the system was not able to save cine runs. There is no report of patient injury or death.